Event description:
It was reported that during the procedure, the physician used the subject stent. During the delivery process, the subject stent was deployed inside the microcatheter and could not advance out of it. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the physician used the subject stent. During the delivery process, the subject stent was deployed inside the microcatheter and could not advance out of it. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1st of 2 MDR. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the proximal lumen of a microcatheter. The subject stent delivery wire (sdw) and the introducer sheath were not returned. The microcatheter was cut and a 0.0158" mandrel was used to push the subject stent out. The stent was deformed at the proximal end and had inner liner from the microcatheter lumen (appears to be polytetrafluoroethylene (ptfe)). Functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported ¿stent deployed prematurely during use' was confirmed. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. It was reported " during the delivery process, the subject stent deployed prematurely inside the microcatheter and could not be advanced out of it. The physician then withdrew this microcatheter and subject stent system, replaced them with a new stent and microcatheter, and successfully completed the procedure.". Additional information did not indicate any issues noted during unpacking or set up of the device, the device was prepared as per dfu instructions and continuous flush was set up and maintained throughout the clinical procedure. The anatomy was reported to be moderately tortuous, which most likely contributed to the reported event. The stent was received deployed within the proximal lumen of a microcatheter. The microcatheter was cut and a 0.0158" mandrel was used to push the stent out. The subject stent was deformed at the proximal end and had inner liner from the microcatheter lumen (appears to be ptfe from the microcatheter). Based on the available information and the analysis of the returned device, it is possible that the subject stent was damaged during transfer. It is probable that there may have been movement of the stent introducer sheath during the transfer attempt, causing the difficulty to transfer the stent. If the stent was compromised at that time, increased friction would likely have been encountered during the procedure, potentially leading to premature deployment. The event may be attributable to certain procedural factors that occurred during the procedure. The reported ¿stent difficult/unable to advance or pullback through catheter' and ¿stent deployed prematurely during use' and the analysed defects ¿stent deployed prematurely during use', ¿device interaction with another device¿ and ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.